Manufacturer narrative:
It was reported, that the flow could not read by the flow/bubble sensor. The failure occurred during priming. As confirmed by getinge service and sales unit the flow/bubble sensor was budgeted and will be replaced. The log files of the reported cardiohelp were reviewed and no malfunction could be confirmed on the date of event. The fst confirmed, that the root cause for the reading fail was the torn cable of the flow/bubble sensor. As most probable root cause for the damaged cable, a high external force could be identified. Moreover, according to the risk analysis of the cardiohelp v24 following root causes can also linked the reported failure: - user puts force on the device accessories - user does not properly attach the device components - fail of device by mechanical force caused by wear/ loosening of components according to the instruction for use (IFU) chapter 5.3.1 "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter 6.4.4 "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The device was manufactured on 2020-08-12. The review of the non-conformities has been performed on 2023-11-03 for the period of 2020-08-12 to 2023-10-16. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Based on the results the reported failure "flow could not read by the flow/bubble sensor" could be confirmed the customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: if relevant information become available, the complaint will be re-opened and further investigation steps will be initiated.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Event description:
It was reported, that the flow could not read by the flow/bubble sensor. The failure occurred during priming. No harm to any person has been reported. Complaint ID: (B)(4).